Manufacturer narrative:
The customer called olympus technical assistance support (tac). The customer using an adapter converter to run video signal from the cv-190 to the provation system. The video cable was moved going to the provation system to the main monitor and the video from the cv-190 was working fine. Tac and the customer then conferenced in provation tech support on the call. Provation tech support was able to remote into the system and fix the issue. The adapter was not set up and configured on the personal computer (pc). The video adapter was configured, and everything started to work fine. No further help needed from olympus tac. The issue was on the provation pc. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image during inspection for use. There were no reports of patient harm.